Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) would alarm once plugged into an outlet. It was not connected to the patient. Once plugged in, the green light emitting diode (led) lit up and the wrench and other icon with the hazard color lights flashed on and off and then remained steadily on. Different batteries and a different power cable were used with no resolution.

Manufacturer narrative:
Section d1: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of atypical alarms on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot. During testing, the reported event was reproduced after connecting the mpu to a test system controller and mock circulatory loop. The issue was traced to the patient cable. The mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned patient cable revealed damage to the yellow wire of the patient cable. An electrical evaluation of the cable revealed that the yellow (redundant positive voltage) was shorting to the shield. The cable jacket, shielding, and wrap were removed to inspect the underlying wires, revealing that the yellow (redundant positive voltage) wire was damaged and exposing the inner conductors. Inspection of the damaged wires indicated that the exposed conductors could short to the shielding; this would result in the observed and reported atypical alarms while connected to the mpu. No other issues were observed with the patient cable. The reported event was determined to be due to damage to the yellow wire; however, the root cause of the damage could not be conclusively determined. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the mpu had a v-lock connector on the ac power cord. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.